Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed pump error 15 and pump error 4. The customer experienced a low blood glucose level of 68 mg/dl. The self-test passed. The device was not returned.